Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a remote manager, clicking to unlock but re-latching before able to open door. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager was clicking to unlock but re-latching before able to open door. A field service engineer (fse) replaced the latch, then tested the remote manager open close. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, had a remote manager, clicking to unlock but re-latching before able to open door. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.